Event description:
It was reported that the customer placed the implant after 'versah' drill prep, during torque the implant 'busted through' buccal bone. Bone was too thin. Removed implant and grafted site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Initial reporter last name unknown/not provided.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use. Implant matched prints specification when measured and compared to drawing. No malfunction was noticed during product evaluation that will contribute to the event. No pre-existing conditions were noted on the product experience report (per). Patient was noted to have moderate density (type ii) bone. The reported device was located on tooth # 28 and was placed and removed on the same day. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there was one related complaints for this product lot. Complainant reported that the customer placed the implant after 'versah' drill prep, during torque the implant 'busted through' buccal bone. Bone was too thin. Removed implant and grafted site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.